Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited high pacing thresholds due to a microdislodgement. The microdislodgement was not confirmed in the x-ray. The lead was functional but the physician decided to implant a new lead out of an abundance of caution. No additional adverse patient effects were reported.